Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced with an inflatable penile prosthesis (ipp) due to pain. It was noted the patient "preferred the inflatable." Later, it was further reported that the urethra was perforated during removal of the spectra and implantation of the ipp. Boston scientific representative stated that she and the physician are unable to verify if the perforation was caused by the spectra or the ipp. No further patient complications were reported in relation to this event.